Event description:
The health care professional reported the patient was in the hospital and admitted for j-tube balloon dislodgement. It was also reported that the patient experienced dizziness, double and blurry vision, sensitivity to loud noises, a decrease in strength in their right leg, shortness of breath, and ongoing headaches that were worse when they turned their head to the left. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).